Manufacturer narrative:
Analysis was performed by the hospital¿s equipment department (ed), which identified a faulty speaker assembly. The ed replaced the defective component, and the device subsequently returned to normal operation. The nurse confirmed that no sound was produced at the time of the event. Based on the information available in the case, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported the unit alarmed for speaker malfunctioned. It was confirmed the unit did not produce sound at the time of the event. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6).